Event description:
It was reported that the balloon of the foley catheter deflated after radical prostatectomy. Pt was successfully catheterized using a cystoscope. It was reported that there was no injury to the pt.